Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer wanted to check the pump first before the troubleshooting. The customer was advised to rewind pump to see if the reservoir would drip doing a manually and fixed prime. The customer stated when the rewind was completed the pump gave the check setting alarms, which means the never rewound the pump when he put his reservoir last night. The customer was advised that the reason why he wasn't getting insulin because he never rewound the pump. The customer troubleshooting was continue, when the customer call back. The customer was treated with syringe.